Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose of 309 mg/dl due to her insulin pump did not delivered the insulin. Customer stated that she forgot to fill the cannula dead space. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported.